Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Cartridge and infusion set were changed. Blood glucose was in the 300s mg/dl. As the pump supplies were changed, tandem technical support was unable to determine a cause of the occlusion.